Event description:
It was reported that during a port placement through the right internal jugular vein, the device was allegedly found to be ruptured and the tip of the introducer sheath was found to be damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the sheath deformation issue as the tip of the sheath deformed at the proximal end. However the investigation is inconclusive for the fracture issue as there is no clear evidence in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman titanium port s/l that are cleared in the us. The pro code and 510 k number for the hickman titanium port s/l are identified in d2 and g4. H10: d4 (expiry date: 10/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the hickman titanium port s/l that are cleared in the us. The pro code and 510 k number for the hickman titanium port s/l are identified in procode and PMA/510k. (Expiry date: 10/2021).

Event description:
It was reported that during a port placement through the right internal jugular vein, the device was allegedly found to be ruptured and the tip of the introducer sheath was found to be damaged. The procedure was completed using another device. There was no reported patient injury.